Event description:
It was reported to st. Jude medical that the pt received two inappropriate shocks due to lead sensing problems. The entire lead was not removed during procedure. A portion of the lead was left as a defib lead.